Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable previous investigation(s), labeling, applicable manufacturing records, sample analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a complete break in the extension leg was confirmed. The product returned for evaluation was the proximal molded extension assembly of a two-piece connector. The proximal assembly was returned in two pieces with a complete circumferential break in the tubing. The tubing broke in the molded suture wings, directly proximal of the barbed section of the proximal connector. The proximal segment contained the luer adaptor and the extension leg. The distal segment of the assembly included the molded suture wings and the blunt connector. The molded suture wings were incased within the retainer of a statlock stabilization device. Microscopic examination of the break site revealed a dull and granular appearance. Measurements of the extension leg were taken and were compared to the device specifications. The inner diameter, outer diameter, and wall thickness met the device specifications. Tactile evaluation of the extension leg tubing revealed tensile weakness. The characteristics seen on the returned sample are indicative of damage due to tensile (pulling) forces. The product IFU contains detailed instructions on catheter securement.

Event description:
It was reported that a nurse found that the catheter implanted only for tpn was broken. It possibly occurred by pulling by the patient, however, there was no evidence, so that the facility request to investigate the root cause by the sample. It was further reported that repair connector was used to re-connect the catheter. There was no reported patient injury.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of rees2183 showed no other similar product complaint(s) from this lot number. Device not returned for evaluation.

Event description:
It was reported that a nurse found that the catheter implanted only for tpn was broken. It possibly occurred by pulling by the patient, however, there was no evidence, so that the facility request to investigate the root cause by the sample. It was further reported that repair connector was used to re-connect the catheter. There was no reported patient injury.